Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported on (B)(6) 2013 that a planned revision surgery was scheduled for the patient due to all of the variable angle locking screws backing out of the 4.5mm variable angle locking compression curved condylar plate (va-lcp). The patient was originally treated with a (va-lcp) curved condylar plate for a distal femoral fracture on an unknown date. It was reported while the patient was in rehabilitation, the patient stood up in an upright position which caused the incision to bleed. The surgeon then performed x-rays on an unknown date; the x-rays discovered six screws had backed out of the plate. The revision surgery was originally scheduled for (B)(6) 2013 but was rescheduled; furthermore, the date of revision surgery is currently unknown. Additional treatment has not been indicated at this time. This complaint is on a screw. This is 3 of 7 reports for complaint (B)(4).